Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device could not be removed from the tissue tract. The safety release button was activated but did not retract the vessel locator wings. The device was disassembled to retract the vessel locator wings, freeing the device for removal. The clip from the starclose device achieved hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.